Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the screen on the pyxis machine was black. Attempts to toggle the power switch and unplug/re-plug the unit were unsuccessful. The issue impacted patient care due to the machine's location in a busy unit. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen on the pyxis machine was black. Attempts to toggle the power switch and unplug/re-plug the unit were unsuccessful. A field service engineer (fse) inspected the power plug and found that it was installed in a way that caused it to disconnect when the tower was moved, especially with seismic anchors in place. The tower was left moved out, and the system was powered up with no drawer failures. The customer was instructed to have building engineering relocate the power outlet to a more suitable location. Verified proper operation in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the screen on the pyxis machine was black. Attempts to toggle the power switch and unplug/re-plug the unit were unsuccessful. The issue impacted patient care due to the machine's location in a busy unit. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.